Event description:
It was initially reported that there was a product problem. On (B)(6) 2017, nature of the incident was provided as "the pic was not measuring the temperature in a correct way". Additional information was then received from the distributor on 17jul2017: it was clarified that the monitor was not recording intracranial pressure and temperature. The product problem was discovered at the beginning of the catheter implantation. It was not known if the failure occurred while the catheter was already implanted in the patient's head. When the catheter was plugged into the monitor, there was no icp and temperature registration. The incident date was reported as (B)(6) 2017. The monitor indicated to check the catheter. Patient age and gender not provided. There was no harm to the patient. After the product did not read temperature correctly, the monitor and catheter were replaced because there was no way to know which caused the error. There was no surgery delay. Product ID and serial number of the monitor were not available. The monitor and cable are not available to be returned for evaluation.

Manufacturer narrative:
Investigation completed 08/11/2017. Review of lot 111e00279873 indicates that it met requirements; it was manufactured on 28-jun-2016, and it will be expired on 30-jun-2019. Complaint history, model 110-4xxx, from (B)(6) 2015 through (B)(6) 2017 reviewed; there were 14 confirmed complaints. The number of confirmed reports (14) divided by the number of units sold model 110-4xxx, (76957), (B)(6) 2015 through (B)(6) 2017 and multiplied by 100 results in a failure rate percentage (B)(4). The customer¿s complaint ¿the pic was not measuring the temperature in a correct way¿ could not be confirmed as the customer did not return the device for evaluation ("discarded").